Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection. There were no additional adverse patient effects reported. The ra lead was returned.